Event description:
The clinician reports that the day the implant was placed in ada 15, failure occurred upon insertion. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.